Manufacturer narrative:
Supplemental report 2: product investigation confirmed the reported observations. A coulomb test was performed, v230 was drawing more than allowable current. Capacitors c2, c3, c5 and c52 were leaky due to hydrogen exposure. The complaint investigation conclusion code is cause traced to component failure. Supplemental report 1: the product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity of this device decreased one and a half year between a six month timeframe. A check was performed, lead impedances and atrioventricular thresholds were normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity of this device decreased one and a half year between a six month timeframe. A check was performed, lead impedances and atrioventricular thresholds were normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. As far as the information that is currently available this device is still implanted and in service. A follow up appointment is scheduled to monitor and asses the progression of this device longevity. No adverse patient effects were reported. Should further information become available an updated report will be provided.